Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and not returned for evaluation. A split is observed in the gusset area of the opposite haptic. The optic has been cut in half, typical of insertion and removal from the eye. Several cracks are observed on the optic near the area where it was cut. The edge is chipped with missing lens material. Scratch marks are observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch marks was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during an intraocular lens (iol) implant surgery, the surgeon found a scratch on the lens once it was inserted in to the eye. The iol was removed and replaced. Additional information has been requested; however, further information has not been received.